Event description:
Additional information received that the lead was capped and replaced to resolve the event. During the revision procedure, x-ray imaging was performed and insulation damage was observed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a decrease in the pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.